Event description:
The pt has experienced an increase in seizure frequency since vns therapy system implant. It was also reported that the pt's seizure strength has decreased with vns therapy and that the magnets are effective in stopping the pt's seizures. It is unk if the increase in seizures is above the pt's pre-vns baseline frequency.